Manufacturer narrative:
Beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report that a leak was observed in the needle area of their coulter lh 500 hematology analyzer. The customer reported that the leak appeared to contain both blood and diluent. The operator was wearing full personal protective equipment (ppe) at the time of the event. There was no exposure to the operator. The operator did not seek medical attention. There was no impact to patient results or patient treatment. The customer has an exposure control/risk management plan in place. The customer did not review the material safety data sheet (msds). A field service engineer (fse) was dispatched to the customer's site. The fse observed that the pilot actuator for pinch valve #21 was sticking closed. This kept the waste line pinched and prevented it from draining properly. The fse replaced the pilot actuator for pinch valve #21, flushed the high vacuum lines, cleaned the vacuum trap, and flushed the waste lines and needle cartridge with bleach. The fse verified the analyzer met all performance specifications.